Event description:
It was reported that there was high impedance and elevated sensing integrity counter (sic) on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.